Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2293261. The customer provided a photo of the affected tubes but did not return samples for the investigation. The photos show ast broth tubes with batch number present and broth within containing white debris, as well as tubes with black markings on the label. Based off the photos, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed one other complaint on batch 2293261, related to this defect and also confirmed. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary. H3 other text: see h.10.

Event description:
It was reported that before use five bd phoenix¿ ast broth was found contaminated. The following information was provided by the initial reporter: the distributor delivered the product (246003) to the yunnan provincial maternal and child health hospital. After opening the box, it was found that the culture tube was contaminated. At present, 5 tubes have been found to have problems, 3 tubes have moldy outer packaging, and 2 tubes have impurities in the naked eye.